Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes case manager reported via phone call that the customer had been experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 509 mg/dl. The caller stated that the customer had been admitted to the hospital due to diabetic ketoacidosis. It was unknown if the customer was wearing the insulin pump at the time of admission. Blood glucose level at the time of the call was around 100 mg/dl. During troubleshooting, the insulin pump did not show any malfunction. The insulin pump was not replaced or returned for analysis.